Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm. Customer's blood glucose level was 100 mg/dl. Customer was told that a connection issue with the reservoir and tubing issues at the site can cause the no delivery alarm to occur. It was explained that the cannula in the tissue may become clogged or bent, causing back-up pressure to build. Customer was advised that the pump was designed to detect that and give an alarm. Customer does not want to return the set or reservoir for analysis. Customer only gets a day or two of use when the set is inserted in his abdomen. Customer mentioned seeing blood inside the middle part of the set. Customer declined troubleshooting for blood at site. Customer has changed out his set and was advised to call back when the alarm occurs in order to troubleshoot. No additional information provided.